Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and a software error was detected. The customer¿s blood glucose at the time of incident was 448 mg/dl and the current blood glucose level was 234 mg/dl and 176 mg/dl. Customer reports no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was able to perform displacement test and it passed. The customer was assisted with high pressure test and received a pump error but the customer repeated the test and it passed. Troubleshooting was assisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. No unexpected software error detected alarms noted during testing however, the downloaded history files confirmed software error detected alarm due to a software error.